Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: investigation is solely based on description of event. According to the description of event, the legs did not immediately open upon deployment, but the filter did open after being snared and moved up slightly. However, without return of the device and/or provided imaging, it is not possible to determine with certainty what led to the failure mode. It is noted, that the filter remained in the patient as intended and that no additional procedures was required. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: upon placing the filter, the legs did not open. The filter was snared and moved up slightly; at this point the legs opened. There was no anatomy difference in the targeted site and where the filter was ultimately placed. Patient outcome: filter remained in the patient as intended. Patient did not require any additional procedures or experienced any adverse events.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: upon placing the filter, the legs did not open. The filter was snared and moved up slightly; at this point the legs opened. There was no anatomy difference in the targeted site and where the filter was ultimately placed. Patient outcome: filter remained in the patient as intended. Patient did not require any additional procedures or experienced any adverse events.